Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 146 mg/dl. Reportedly, customer was not using proper air removal technique when filling new cartridges with insulin. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.